Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. On (B)(6) 2025, the patient presented to the emergency department (ed) with an estimated glucose value (egv) of 46 mg/dl. At another point during the encounter, her bg was recorded at 200 mg/dl. There was no documentation of symptoms associated with the event, and the call with the patient was disconnected prematurely. Multiple follow-up attempts were made, but the patient could not be reached. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.